Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump buttons were frequently unresponsive. The patient's blood glucose at the time of incident was 130 mg/dl. During troubleshooting the caller confirmed that block mode was not active. The battery was changed but the buttons remained unresponsive. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional tests, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. All buttons functioning properly. No damage in the keypad assembly noted. No stuck button alarm during testing. No unlocked printed circuit board keypad connector during visual inspection. The insulin pump received with minor scratched lcd window, scratched case and pillowing keypad overlay.